Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittingly not vibrating when blood glucose alerts were declared. There was no reported adverse impact the customer¿s blood glucose. Customer continued to use current pump for insulin therapy.